Manufacturer narrative:
Patient information is unknown. This report is for one unknown va locking screw/unknown lot. Two part/lot numbers provided, but it is unknown which was the complained screw. Part 04.211.018s, lot 9677211: 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 18mm, (B)(4) and part 04.211.020s, lot 9644114: 2.7mm ti va lckng scr slf-tpng, (B)(4) with t8 stardrive recess 20mm additional product code: hwc. Device broke during insertion; device not considered implanted/explanted. A review of the device history records for both potential lots was completed: sterile part 04.211.020s, lot 9644114: manufacturing location: (B)(4). Manufacturing date: september 14, 2015. Expiry date: september 01, 2025. Non-sterile part 04.211.020, lot 9876979: manufacturing location: (B)(4). Manufacturing date: august 17, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterile part: 04.211.018s, lot 9677211: manufacturing location: (B)(4). Manufacturing date: october 08, 2015. Expiry date: october 01, 2025. Non-sterile part 04.211.018, lot 9900715: manufacturing location: (B)(4). Manufacturing date: september 11, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient had a surgery for left distal humeral fracture on (B)(6) 2015. During the surgery, the surgeon tried to remove an inserted screw to replace with different length of the screw. The head of the variable angle (va) locking screw broke during the attempt; the broken part of the screw remained in the patient. The surgical operation was completed without surgical delay. No adverse consequences were reported. It is unknown which of the reported screws is the affected one. (B)(4).

Manufacturer narrative:
(B)(6). Product investigation summary: the investigation shows that one screw head without a shaft was received. The torx recess shows marks of wear and tear and the thread at the screw head is badly damaged. As mentioned in the complaint description, two different articles and batch numbers were provided. It is not known if the broken screw is article (B)(4) (with lot number 9677211) or article (B)(4) (with lot number 9644114). Therefore, the received broken screw head cannot be allocated to the respective batch. The manufacturing review of both articles shows that the production procedure was according to the specifications and that there were no issues that would contribute to this complaint condition. Based on the provided clinical information, it is impossible to determine the exact cause of this occurrence. Because of the wear and tear signs, and the damage at the screw head, it is likely that the wrong torque or the wrong angulation on the screws during tightening may have caused the problem. The microscopic view of the broken surface shows a homogenous surface, which indicates material conformity. Due to the damages, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.